Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. The 4 reported devices were received for evaluation; the event was confirmed for each device during testing. Evaluation found the devices were fractured. There were no remedial actions taken. This device is labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events, in which the bur broke. There was patient involvement in three reported events and no patient involvement in one reported event; no patient impact.